Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and short ventricular to ventricular intervals. The implantable pulse generator (ipg) exhibited invalid cardiac compass data. The right atrial (ra) lead exhibited position check failure. The ipg and rv lead was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.